Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Deflation: no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side deflation. The device has been explanted.

Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.